Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual. It was reported the patient had used a weed whacker and the hcp noticed the stimulation was turned off when the patient was seen in the office. Otherwise, the patient did not know the stimulator was in an off state. The patient charged the device on a daily basis and it was unknown if they had used an antenna locate (al) feature. No symptoms were noted. The patient's handwriting was also noted to be better.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.